Event description:
During a coronary drug eluting stenting treatment procedure, an embolization occurred. The physician attempted to deliver the taxus express2 2.5x16mm drug eluting stent to the lesion and the stent dislodged in the left anterior descending artery. The physician predilate the heavily calcified lad and was able to retrieve and deploy the stent with another balloon. Patient was sent for bypass surgery, however that was not due to this event.